Event description:
Implant fracture based on the fact that the implant was not placed appropriate. Impression post was not placed adequate therefore the resulting crown was too high. Tube was shortened and screw loosened. Finally implant fractured due to overloading.